Event description:
Device complications: no malfunction identified.time of complication: after the proceduresymptoms: poor verbal reaction, patient could hardly moveit was reported that the physician decided to place an acculink stent via direct puncture site because of the anatomic specification of the aortic arch of the patient. The patient was put under complete anesthesia. Whole performing the direct puncture, a large hematoma developed. After manual compression, the physician decided to make a surgical hemostase to stop the bleeding. The physician then decided to place the stent. The accunet was inserted through a 6 french sheath and the filter was deployed 2 cm above the lesion. The acculink stent was positioned over the lesion without difficulty and post-dilatation was performed. A final neurological-angiogram of the patient was performed and did not reveal anything significant. Post-procedure the patient displayed poor verbal reaction and hardly moved. The physician confirmed that the patient experienced a major stroke.